Event description:
A (B)(6) premature infant delivered at 23 weeks was receiving routine ICU care involving CPAP device. Rn noticed a decrease in o2 sat and found the CPAP prongs to be disconnected from prong holder on CPAP device. Dates of use: (B)(6) 2017. Diagnosis or reason for use: respiratory dysfunction.